Event description:
The technician initiallly scanned the patient and the neurosurgeon setup the treatment of the patient. While they were doing this they noticed that the screws were bending. When they went to perform the treatment, they measured the distances and checked that everything was the same and it was not. They then went to rescan the patient. After the second scan they went to remove the patient from the couch. While lifting the patient's head, the head ring screw broke. Since they were with the patient at the time it broke, no injury occurred. The neurosurgeon then came in and removed the head ring and reattached it with new screws. They then rescanned and treated the patient. There were no incidences with the third scan or treatment.